Manufacturer narrative:
B2: removed intervention required medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Straight catheter for urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulator was not helping with symptoms. Agent did not ask about the circumstances that led to the reported issue. They increased from 0.9 to 1.2 volts and felt comfortable stimulation in the bicycle seat area. They were going to monitor symptoms and follow up with their doctor at appt on the (B)(6). Additional information was received from the patient. They reported that they were getting some therapeutic effect, but when they woke up in the morning they felt like they did not have to use the bathroom until they drank water or tea, then they would have to use a straight catheter for urinary retention. They asked for assistance using their programmer to adjust settings, but then reported that if they went any higher it would be uncomfortable. It was recommended they follow-up with their healthcare provider about possible programming changes. On 2021-jul-26 they called back asking for programming guidance. General use was reviewed. They stated they were still having difficulty getting to the bathroom. Recommended they follow-up with their healthcare provider if the symptoms persist.